Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to a defective charged coupled device (ccd). However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) section which state: warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope does not show a picture. The issue was found during preparation for use for a bronchoscopy and endobronchial ultrasound (ebus), which was completed without delay with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a defective charged coupled device was the cause of the image issue. In addition to the reportable malfunction, the following were noted: due to the defective charged coupled device, data was lost, the image sensor was broken, and the switch/camera connection was interrupted. Also, the bending section cover glue was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.